Event description:
Reporting status: malfunction. Reporting rationale: balloon rupture is likely to contribute or cause pt injury. Device issue: balloon rupture. It was reported that during the third inflation, the balloon ruptured at 14 atm. A pin-hole was observed in the distal area of the balloon. Reportedly, there was no pt injury. No add'l event or pt info is available.

Manufacturer narrative:
Results and conclusion summation - factors that can contribute to balloon rupture include, but are not limited to, balloon damage during manufacturing, materials, interactions with other devices, pt anatomy, or lesion calcification. The incident info noted that the lesion was mildly calcified and 99% stenosed, both of which could have contributed to mechanically damaging the balloon materials such that upon inflation, the balloon ruptured. The device was not returned and without the device to examine no root cause could be determined to the balloon rupture in the case.